Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access as obtained utilizing contralateral approach. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A non-bsc stent was implanted in the lesion few years ago. After a 300cm non-bsc guidewire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 5mmx4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.